Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a patient currently enrolled in the adapt-response clinical trail presented with phrenic nerve stimulation and the patients left ventricular (lv) lead was exhibiting intermittently high pacing thresholds. A reprogramming intervention was completed. The lead was further optimized via reprogramming at the next follow-up visit as the thresholds stabilized. The lead remains in use. No patient complications have been reported as a result of this event.